Event description:
It was reported that a pump alarmed for a system error 105. The alarm occurred on (B)(6) 2013 in progressive care area. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 105. It was determined that the alarm was caused by a failed motor. As a result, the failed motor was replaced.